Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "unit keeps cycling screen and pulse rate". No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was unable to power on under battery power. The battery icon indicates the battery is fully charged and the communication led and charging led on the docking station were illuminated. After a few minutes the charging led on the rds would turn off and stop charging. No display anomalies were observed. A known good battery was installed and the unit functioned as designed.